Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the insulin pump had alarmed for no delivery and that the customer's blood glucose ran high. The blood glucose reading was 446 mg/dl. The caller changed the infusion set. The insulin pump was not returned or replaced.